Event description:
It was reported there was a threshold increase since the last visit. There was also a small increase in lead impedance. Output was reprogrammed. The device is still in use and there are no patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.